Manufacturer narrative:
The provided alarm trace shows multiple alarms associated with too little procell and abnormal aspiration on the day of the event. Field service engineer went to the customer site and cleaned the complete procell flow path with hypochloride. No further discrepant results were reported since this service action.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from the cobas e 801 module. The initial results were: (B)(6). The results did not fit the clinical picture and the same patient sample was repeated on the same system on (B)(6) 2018. (B)(6). The same patient sample was repeated on another cobas e 801 system and the results were confirmed. No specific data was provided. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The ft4 reagent lot number was 30320300 and the ft3 reagent lot number was 314824. The expiration dates were requested but were not provided. From review of the provided calibration and qc data, general reagent issues could be excluded.

Manufacturer narrative:
The investigation determined the root cause of this event is deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.